Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, the electrical parameters were stable and in range. No intervention was performed, the patient was stable.